Manufacturer narrative:
H2: additional information: h6: health effect - impact code and medical device problem code h3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret1 setting with the suture and both implants. The t1 implant is fractured at the base of the suture window. A functional evaluation was performed on the returned device and found it does not cycle as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an unintended second actuation of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, at the moment of firing the t1 peek of the fast-fix 360 curved, both peeks came out, so the t2 implant could not be placed. The surgery was resumed with a back-up device, but it is unknown whether it caused or not a surgical delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).